Manufacturer narrative:
The anchors were discarded and are unavailable for analysis. The x-ray was reviewed and reported event of lead migration was confirmed. The root cause of lead migration cannot be definitively determined; however, the patient¿s movement of bending and twisting may have attributed to the migration of leads. The evoke scs system surgical guide states "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement)" as a result¿.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for lead migration. An x-ray was obtained and confirmed migration of both leads. The patient had reported participating in activities which involved bending and twisting, which may have attributed to the migration of both leads. A lead revision was completed to resolve the reported event of migration.